Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Atrial undersensing with inappropriate mode switch and atrial lead position  check failure were noted on the right atrial (ra) lead.  All therapies disabled.  The right atrial (ra) lead remains in use.  No further patient complications have been reported as a result of this event.